Manufacturer narrative:
Additional product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4).

Event description:
It was reported on (B)(6) 2021, patient underwent removal of titanium cannulated proximal femoral nailing system (tfna) nail, tfna fenestrated helical blade and titanium locking screw due to pain. The surgeon implanted a total hip replacement. Surgery was successful and implants were removed with no issues. No patient consequences were reported. This report is for one (1) tfna fenestrated helical blade 90mm. This is report 2 of 3 for (B)(4).